Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise. A possible insulation breach was suspected. The lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Connector portion measured 7.9 cm while distal portion measured/stretched 53.0 cm/49.7 cm/29.0 cm (inner coil/outer coil/outer insulation). Visual inspection of the lead found external insulation abrasion due to friction to another device or feature of the heart that was breaching the outer insulation and exposing the outer coil at 8.7 cm to 8.8 cm from the distal tip. The external insulation abrasion was the cause of the reported events of noise and suspected insulation breach.